Event description:
It was reported that during a ptca procedure, the tip of the wire separated inside of the pt. Attempts to snare the wire were unsuccessful. The wire portion remains in the pt. Pt status is listed as "ok".